Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 418 mg/dl, which was treated with bolus delivery. Customer was not able to continue troubleshooting. Customer was advised to do a self-test on insulin pump.